Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074; exemption # e2018005. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4). On (B)(6) 2018 maquet sas became aware of an incident with the surgical light device branded volista. It was stated that paint on the suspending arm of the device was damaged and the component showed signs of the corrosion. The device was inspected by getinge technician. The suspension arms were replaced and device was found as operational and functional. There was no injury reported however it was decided to report this issue based on the potential and in abundance of caution, as any particle falling off from the device into the sterile field might be a source of contamination. It was established that when the event occurred, the device did not meet its specification and it contributed to the issue. The information about the time when the event occurred was not provided, we do not know if the unit was or was not being used for the patient treatment. The issue has been investigated by the manufacturing site under the factory investigation report 2016-006-b ¿rust on volista main arms¿. It was stated that only main arms of the devices were affected and, based on this information it can be concluded that that the issue is not related to cleaning products as other components of the light were not affected by the corrosion. Moreover, the arms of the device are painted by an external supplier. The problem has been consulted in details with the supplier and it appears that there was an issue with the pre-painting preparation of this device. Since the issue did not occur on all products of this batch product specialists point out that deviation of the painting parameters can be rejected as cause. Based on the information collected to date the most probable root cause of premature oxidation was incorrect operation handling before painting the component. The improper protection after rust or incompletely dry after rust process would have led to the containment and oxidization under the paint. So far, all the cases reported correspond to the main arms manufactured before july 2016. Since the issue was discovered a new supplier provides the paintwork that has strengthened the process and parameters stability. We believe that currently and overall, the related devices are performing correctly in the market with regards to the reported issue.

Event description:
Manufacturer reference number: (B)(6).

Manufacturer narrative:
The issue is being investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
On (B)(4) 2018 maquet (B)(4) became aware of an incident with one of the surgical lights - volista standop. The farm is rusted and paint is chipping. We decided to report the issue in abundance of caution, as any paint particle falling might be a source of contamination. (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).